Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been alarming no delivery for a few days during the night. Customer stated she was holding the act button and the device alarmed. Customer's blood glucose was 371 mg/dl. Blood glucose of 37 mg/dl was mentioned unclear if was typed incorrectly. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. Customer was advised the device was working as designed. No further information reported.